Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had an issue with its alarm system. Ventec reached out to the reporter asking if they could clarify the reported issue, but they responded with "I have no idea just said alarms unable to use on tag". There were no reports of patient involvement associated with the reported event.